Event description:
A 12mm ethicon trocar end broken in patient. Surgeon noticed broken piece of trocar when finishing procedure, retrieved it and is in 2 complete pieces. Surgeon states no harm. FDA safety report ID # (B)(4).